Event description:
It was reported that customer experienced cgm error 42 when attempting to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer was advised to wait 20 minutes after pump came out of storage mode before starting sensor, and technical support walked customer through pump reset; after reset, error did not recur and customer successfully started sensor session.